Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occured. The 90% stenosed target lesion was located in the moderately tortous and severely calcified proximal right coronary artery (rca). A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres, the balloon had difficulty in expanding due to calcification. And when second dilatation was performed at 20 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.